Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bad reaction to morphine. The patient started having issues a couple of hours after the pump was implanted. It was stated that the morphine caused the patient to faint and she was going in and out of consciousness. She was put in the intensive care unit and ¿almost died two times¿. The reporter was unsure if the pump had been heard alarming. It was indicated that the healthcare provider (hcp) decided to reduce the dose; however, without a good result, he decided to turn the pump off and stop administering medication all together. At the time of report, the patient was still in the hospital and she wanted the pump taken out. The hcp had stated there was nothing he could do. It was also noted that the patient had never had a trial for the therapy. Four days later, it was reported that the patient had been experiencing dizziness and vomiting. The hcp had decreased the concentration and dose by 50%, but the patient continued exhibiting the same symptoms. It was stated that the hcp turned the pump off and, on the following day, filled it with ¿physiological water¿ and set the flow to minimum. Three days later, it was reported that the device remained implanted. The patient reportedly was doing okay at the time of report, though she was still receiving the physiological water from the pump and not the morphine therapy.